Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations. It was also reported that the right ventricular (rv) lead exhibited high thresholds and oversensing with an elevated sensing integrity counter (sic). The rv lead remains in use. No further patient complications have been reported as a result of this event.